Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated. The cine bridge board and the cine drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a communication error and cine error messages would not boot up. No pt injury was reported.